Event description:
Surgeon noticed that the burr was giving off metal shavings when he was resecting the femoral neck. Additional information confirmed that as much of the particulate was removed that could be removed with the shaver. The burr started to shed about an hour into the case. The surgeon usually uses the burr to roughen up the edge of the acetabulum, before he sutures it back down which does not usually place the burr under a huge amount of pressure

Manufacturer narrative:
The returned blade was evaluated for the cause of shedding, during resection. The blade was disassembled for dimensional evaluation and it was found that the run out of the inner blade was at .013 and it was observed that the blade had a .555 inch area that exhibited galling of the inner shaft with the outer shaft. The cause of the galling is likely due to the bent condition of the inner blade. (B)(4).